Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned.

Event description:
Patient presented for revision for scar incision. The surgeon decided to revise the tibial insert.